Event description:
It was reported that the stent was partially deployed and stretched. A 6mm x 150mm, 130cm eluvia drug-eluting vascular stent system was selected for use. A contralateral approach was used to access the target lesion that was highly calcified and located in moderately tortuous anatomy. The vessel was prepped with balloon angioplasty. During the procedure, after deploying 2cm of the stent, the rest of the stent would not un-sheath despite using the thumbwheel to its maximum capability. The force required to turn the thumbwheel was high. The pull grip was used, but additional manipulation to the deployment system was required in order to deploy the stent. The deployment handle was broken open in order to deploy the stent manually. The stent was ultimately implanted but elongated 4cm. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system with a 0.014" guidewire in the device. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the handle was open. There were multiple kinks along the sheath. The proximal inner liner was prolapsed. Microscopic examination revealed no additional damages. The thumbwheel was not returned for analysis. Product analysis confirmed that the sheath was kinked which would have contributed to the deployment issue and stent deformation.

Event description:
It was reported that the stent was partially deployed and stretched. A 6mm x 150mm, 130cm eluvia drug-eluting vascular stent system was selected for use. A contralateral approach was used to access the target lesion that was highly calcified and located in moderately tortuous anatomy. The vessel was prepped with balloon angioplasty. During the procedure, after deploying 2cm of the stent, the rest of the stent would not un-sheath despite using the thumbwheel to its maximum capability. The force required to turn the thumbwheel was high. The pull grip was used, but additional manipulation to the deployment system was required in order to deploy the stent. The deployment handle was broken open in order to deploy the stent manually. The stent was ultimately implanted but elongated 4cm. No patient complications were reported.